Manufacturer narrative:
: Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a band ligation procedure, performed on (B)(6) 2025. During the procedure, the bands tangled up and could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: a photo of the complaint device outside the patient was provided by the customer and showed the bands were moved, and overlapped, and the band was damaged.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a band ligation procedure, performed on (B)(6) 2025. During the procedure, the bands tangled up and could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: a photo of the complaint device outside the patient was provided by the customer and showed the bands were moved, and overlapped, and the band was damaged.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Device evaluation: the returned speedband superview super 7 was analyzed, and it was observed that the ligator housing returned with damaged teeth, the returned bands were separated from the ligator housing and were not damaged. The handle did not have evidence of the trip wire being secured into the handle slot, and the trip wire slack was not taken up. During the media inspection, the photo attached showed the ligator housing with all bands on it, some of them overlapped and one broken, the teeth were also damaged. The reported events of bands failure to deploy and bands damage defective was confirmed. It was found that the instructions for use of the device were not followed since the trip wire was not secured into the handle slot and the slack was not taken up from the handle slot. The marks on the ligator housing teeth imply that the device might have been used with too much force in order for the teeth to get damaged or this could also be attributed to the way the physician was entering the device through the patient, resulting in damaged teeth and affecting the functionality of the bands at the time of the attempted deployment. Based on a review of all available information, the most probable cause of the reported event is failure to follow instructions.